Event description:
A temperature alarm 11 was reported by the caller, and it did not cause the customer¿s blood glucose level to exceed 500 mg/dl. The pump was not exposed to extreme temperatures when the alarm occurred. Technical support decided to send a replacement pump with updated software and new charging supplies. The customer acknowledged the instructions for storing and returning the current pump and confirmed understanding of the procedures for using the new device.